Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 9, which was resettable but recurred after resetting. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller with resetting the pump, provided a replacement pump with updated software, and instructed the caller on steps to follow including using mdi as a backup therapy to ensure uninterrupted insulin delivery. Caller was advised to return the problematic pump using the provided return box and pre-paid label.